Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.